Event description:
High impedances on a lead were reported. Impedance values for electrodes 0-7 on one lead >3600 ohms were reported. Impedances on electrodes 8-15 on the second lead were within normal limits, pairs with electrode #15 were around 800 ohms. Pairs with electrode #8 were between 500 and 700 ohms. A fluoroscopy had just been performed on the patient's system. X-rays showed both leads had migrated downward, one had migrated from t8 down one vertebral body and the other down two vertebral bodies though it was not clear which lead migrated how far. The patient had not had any falls or trauma though it was noted that the patient was active. A possible surgery with the implant of the surgical paddle lead to prevent future migration was being considered. The patient was doing fine with no side effects other than loss of stimulation to the right side (see related report #3004209178-2012-11816).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).